Event description:
It was reported that after insertion of the bd insyte¿ IV catheter it obstructed when removed the tip is crooked. The following information was provided by the initial reporter: once the insertion of the same vein of the child is inserted, it is obstructed, when it is removed, the crooked tip is noted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter name and address. Hospital (B)(6). Device evaluated by MFR. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after insertion of the bd insyte¿ IV catheter it obstructed when removed the tip is crooked. The following information was provided by the initial reporter: once the insertion of the same vein of the child is inserted, it is obstructed, when it is removed, the crooked tip is noted.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1099559, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify the reported defect. In the provided photo the engineer noticed that the catheter was used with a slight inclination but no evidence that the needle had pierced through the catheter tubing. Therefore, based off the provided photo the engineer was unable to verify the reported defect. Since no defects could be identified in the photo and a physical sample was not available for evaluation a definitive root cause could not be determined. H3 other text : see h10.